Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user awoke to an ilet alert and found insulin leaking onto their hip; upon removal, the cartridge was found shattered in the pump chamber, after which scraping noises were noted and repeated occlusion alerts occurred, leading to increased supply use and unstable blood glucose readings. Symptoms included fluctuating blood glucose. Outcomes included interruption of insulin delivery and device replacement. Investigation included collection of cartridge and infusion set lot numbers, verification of device serial information, and retrieval of the device for evaluation. Investigation of this case revealed a cracked cartridge within the cartridge compartment consistent with component breakage and associated occlusion alarms and insulin leakage. It was concluded, based on previously established findings for similar reports, that the cause was component failure of the cartridge with resulting delivery obstruction and leakage.